Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Device location unk. Eval summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unk procedure, the clips failed to close the vessel adequately. They were not forming correctly. They were scissoring. It is unk how the issue was corrected or how the case was completed. No pt impact reported. The customer did not indicate if the device was available for return. The customer would not provide any further details.